Event description:
Caller reported blood glucose results of 77 mg/dl on aviva system, 145 mg/dl on advantage system within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is advantage system.